Event description:
On (B)(6) 2011, pt reported experiencing a bent infusion set cannula on one occasion. Pt stated the bent infusion set cannula caused the infusion set to puncture sideways into his skin. Pt reported experiencing an elevated blood glucose level up to the 500's mg/dl due to the issue. Pt's normal blood glucose range is 200-300's mg/dl. Pt stated he treated himself by bolusing. Pt reported this would bring his blood glucose down shortly but would got back up. Pt stated he changed the infusion site and saw the infusion set cannula was bent. Pt reported no issues with preparation or insertion of the infusion set. Pt stated the infusion site did not leak but it might have, he is not sure. Pt reported no issues removing the infusion sites. Pt used the insertion assist plus device to insert the infusion sets. Pt stated he noticed the issue within one day of insertion of the infusion set. Pt reported he experienced the issue only one time. Pt no longer has the alleged infusion set. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.